Manufacturer narrative:
The device passed testing. There was no power loss noted throughout the testing procedure. Based on the data verified, hospira could not attribute the issue to the device. The pump history was download from the server and analyzed. A review of the history found that the pump was not powered up on the reported event date of (B)(6) 2013. While the pump was allegedly in use at the time of the event, the pump history shows that on (B)(6) 2013 the pump was not programmed to deliver. The event as reported by the facility was not confirmed by the device history. Based on the history there is no indication that a malfunction occurred and therefore the death cannot be attributed to the pump. The death may have been caused or contributed by user error of the product.

Event description:
Report 1 of 4. Customer reported four infusion pumps stopped. As indicated in MFR report # 9615050-2013-04149, it was reported that there was an alarm prior to all four pumps stopping. Customer stated devices were all plugged into ac outlets. The pt was unstable, post-op for pericardectomy for restrictive pericarditis, with a history of pulmonary hypertension. Customer reported the pt was receiving vasopressin, norepinephrine, epinephrine and sodium bicarb. No specific details were provided regarding pump programming parameters or medication concentrations. Customer reported that after pumps stopped there was a delay in critical therapy while all the medications were moved to other pumps. At an unspecified time, a code blue was called and pt was resuscitated. Pt coded two more times and expired at 2230 on (B)(6) 2013. Customer reported the cause of death was cardio-pulmonary arrest. Stated no autopsy was performed. All four pumps were removed from clinical use. At this time the facility is not providing any additional info, therefore, hospira's medical investigation is complete. If additional info is received a supplemental report will be submitted. Reference reports # 9615050-2013-04436, 04149, 04438.